Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2008-1547 for a description of the other device. It was reported to boston scientific corporation that while preparing for a procedure using the mardis soft hydro ureteral stent with guidewire, it was noted that the product information on the sticker and stent differed from that inside the packaging. According to the customer, the box exterior lot 0008104023, while the interior of the box lot 7993118. Additionally, the "new" boxes no longer have "microvasive" printed on them.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.